Event description:
It was reported that the 9800 system c-arm is not booting properly. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the cpu. Cpu was replaced. The system was tested and found to be working as intended and placed back into service.